Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went onsite to replace the universal surgical manipulator (usm) to resolve the problem. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform a failure analysis. The failure analysis was able to reproduce and replicate the customer-reported error. The unit was tested on an in-house system in normal mode where it triggered error 32056. The system log recorded error 32056. During pftp testing unit failed the test with error 32056, indicating the yaw. The golden yaw sl printed circuit assembly (pca) and golden yaw sl flat flex cable (ffc) were installed for retesting. The unit passed agc retest and replicated the error with the original parts.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse visited the site and replaced the universal surgical manipulator (usm) to resolve the problem. Isi received the usm; however, failure analysis is in progress. A supplemental MDR will be submitted if any additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) called the isi technical support engineer (tse) to report that the universal surgical manipulator (usm) issues occurred yesterday. The isi csr stated that he was just informed about this issue and wanted to call it in. The isi csr was not sure if the issue was related to usm 1 or 4. The isi tse viewed system logs and confirmed that usm1 had error 32056 pointing to the axes controller arm (aca) board. The isi tse also noticed the arm was disabled and per the logs, the case was completed. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.